Manufacturer narrative:
H3: product analysis of product: 436120c; lot# ca19l057 analysis summary: the implant was visually examined and showed signs of usage on the implant surface and the teeth. A functional test was performed and the implant expanded and locked into place as intended. There does not appear to be an issue with the functioning of the implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during the intra-op for pr e-operative diagnosis of spondylodesis and tumor in the area of the vertebral body l2. It was reported that the implant could not be expanded. It was mentioned that the implant sticks and could not be implanted and had to be replaced. It was mentioned as the implant could be extended just once and it stuck. It could no longer be expanded. It was reported that the product came in contact with patient. Therapy involved in this event was mentioned as vertebral body replacement. The status of the product was mentioned as "never implanted". It was confirmed that the time delay was more than 15 minutes not less than 15 minutes because they had to replaced the implant. It was reported that there were no patient symptoms or complications reported as a result of this event. There was no additional surgery or treatment performed as result of this event. There were no further complications reported or anticipated.